Event description:
The user facility reported that the subject device did not display an image. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image displayed due to a faulty charge-coupled device (ccd) unit. Additionally, the device failed the leak test due to a hairline crack in the body cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon was confirmed to be caused by a faulty charge-coupled device (ccd) unit. Olympus will continue to monitor the field performance of this device.